Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the reported lot number was valid. Pharmacovigilance comment: the serious events of oropharyngeal swelling and implant site swelling were considered expected and possibly related to the treatment. Serious criteria included the need for medical interventions with intravenous epinephrine, diphenhydramine, dexamethasone and famotidine. The patient's airway remained open. Potential contributory factors include the use of an angiotensin converting enzyme (ace) inhibitor, a major cause of swelling in the adult population. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a (B)(6) female patient. The patient medical history included high blood pressure and allergy to pcn. Concomitant treatments included lisinopril [lisinopril]. The patient had previously received treatment with dysport, botox, juvederm and restylane without adverse events. On (B)(6) 2019, at 11:20 am, the patient received treatment with 1ml juvederm voluma using a dermasculpt cannula bilaterally to the cheeks and lateral canthus area with unknown technique. On (B)(6) 2019, at 12:10 pm, the patient received treatment with 1 ml restylane refyne (lot 16174) using a dermasculpt cannula bilaterally to the nasolabial fold area, oral commissures and marionettes area with unknown technique. On (B)(6) 2019, at 12:25 pm, the patient received treatment with 1 ml restylane lyft with lidocaine (lot 16383) using a dermasculpt cannula mid to deep dermis treating bilateral marionettes and mentalis area. It was reported that they did not note how much was injected into each area but an entire syringe was used. On (B)(6) 2019, one hour post treatment, while still in the office while ice was being applied to injection sites the physician noticed swelling. The severe swelling started around and inside the lip area, however the lips were not injected. The inside of her mouth was swollen back to the throat (oropharyngeal swelling) but the throat was not closed. The patient also had severe swelling to the lower third of her face and cheeks (implant site swelling). The lips were so full of fluid (edema), they thought it might split open (but they did not). No swelling to the mid face region was noticed. No signs of difficulty with breathing, swallowing and eyes were not swollen. The initial treatment of ice was applied to the swollen treated area one hour post treatment. The hyaluronidase was not used due to significant swelling. The anesthesiologist gave IV benadryl [diphenhydramine hydrochloride] 50mg, decadron [dexamethasone] 20mg, pepcid [aluminium hydroxide gel, dried] [magnesium carbonate] 10mg and unknown amount of epinephrine [epinephrine]. The patient had been there for 4 hours. The patient was also prescribed medrol dose pack [methylprednisolone], she took all 6 pills over a period of time while in the office. The swelling did not subside. Eventually the patient was let to go her home as airway was clear and instructed visit the emergency room if needed. On (B)(6) 2019, the patient was seen again and edema in lips has gone down but still very swollen and even cheeks were still swollen. The patient has pending visit on (B)(6) 2019. Outcome at the time of the report: severe swelling of lips inside/ inside of her mouth was swollen back to the throat/severe swelling to the lower third of her face was not recovered/not resolved. Severe swelling around lip area outside/severe swelling of cheeks was not recovered/not resolved.